Event description:
It was reported that the touchscreen of a customer's pump was cracked or shattered, causing it to remain black and unresponsive. There was no reported adverse impact to the customer's blood glucose level due to this issue. The customer planned to return the device, and a replacement pump was sent.